Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter 80207_fa083987_240875_rotarex s 8 f x 110 cm was physically investigated. During physical investigation a clogged catheter was received. The test guide wire went through the catheter with resistance. The aspiration test was performed, and lower aspiration level than nominal was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labelling review: labeling review, are not applicable for this complaint as it is a complaint not connected to sterilization or labeling. B5, g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device via femoral artery. During the procedure, the catheter repeatedly occluded and lost suction power shortly after starting. Despite multiple flushes, the issue persisted, and eventually the guidewire could not pass through. Additional medical intervention was required for re-occlusion, and the procedure were completed using an alternative device. The patient is stable now.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device via femoral artery. During the procedure, the catheter repeatedly occluded and lost suction power shortly after starting. Despite multiple flushes, the issue persisted, and eventually the guidewire could not pass through. The procedure was completed using another device. The patient is stable now.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.